Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred during supply changes. At times, the customer performed supply changes to address the occlusion alarms. The customer experienced a blood glucose level of up to 350mg/dl during these events. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Reportedly, the customer reverted to manual injections for insulin therapy.